Event description:
Bayer case number: (B)(4). Chronic pain [pelvic pain female], dizziness [dizziness] , visual disorders [visual disturbances], weight gain [weight gain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted (lot no. 626280) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("dizziness") and visual impairment ("visual disorders") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, dizziness, visual impairment or weight increased. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) chronic pain [pelvic pain female] , dizziness [dizziness] , visual disorders [visual disturbances] , weight gain [weight gain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 20-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted (lot no. 626280) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), dizziness ("dizziness") and visual impairment ("visual disorders") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, dizziness, visual impairment or weight increased. The reporter commented: patient¿s current status: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 105 kg. Batch number 626280, manufacture date 2007-12-31, expiration date 2009-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.